Event description:
Subsequent to the previous report, the additional information was obtained: crd_947 - repair mr ide study. Patient ID: (B)(6). On (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. The complaint mitraclip gripper had failed to raise. No troubleshooting was performed and the device was removed without an issue noted. Two mitraclips were implanted, reducing the mr to trace and grade 1.

Manufacturer narrative:
H2 correction: e - reporter contact information updated. All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue associated with raising the gripper and identified a gripper line break. The broken gripper line resulting in the single gripper actuation issue may be related to a potential product quality issue, therefore, exception (issue) was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the broken gripper line resulting in the single gripper actuation issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the anatomy, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.